Event description:
Olympus was informed that at an unspecified time/date the esg-400 electrosurgical generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but olympus medical systems corporation (omsc), japan (received at omsc on (B)(6) 2022. The reported error message e433 could not be reproduced during the inspection at omsc. Thus, a temporary fault is assumed. The error message may have different technical causes. Since the error message could not be reproduced during the inspection, the cause for its occurrence could not be determined and is being judged as unknown. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. Furthermore, the inspection found the power switch to generate noise when actuated. The cause for this issue could not be conclusively determined. The damage may have occurred during transport, or the power switch may have suffered an impact/shock. However, there is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.